Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current info. Additional info has been requested. (B)(4).

Event description:
A surgeon reported having a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon believes the cause of the event may have been a keratometry mix up. Additional info has been requested.